Event description:
Patient has rv noise in the vf zone. Patient has been seen in clinic today and will be seen in clinic again tomorrow. Patients lead statistics were in range today. Additional testing to be performed tomorrow. Patient did not report an external source of emi. Device remains implanted.

Manufacturer narrative:
(B)(4) 2019 - this lead was capped and replaced (B)(4) 2019. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.